Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).

Event description:
The following information was previously reported in manufacturer's report # 3004209178-2013-04708: [it was also reported that when the patient bent over, the pump "has moved over a couple inches".]